Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, multiple cracks were observed in the battery compartment. No moisture/corrosion was observed in the battery compartment. The returned battery cap has stripped threads. The cap was unable to maintain electrical connection and a power loss occurred. A test cap was used to complete a 24-hour duration test and no further power interruption occurred during the investigation. The pump cover was removed and internal moisture was observed on the printed circuit board.